Event description:
It was reported that prior to an unspecified procedure, a balloon tear was noted. When unpacking the express biliary ld premounted stent system, a slight balloon tear was noted. The procedure was completed successfully with another of the same device. The device had no contact with the patient.